Event description:
Gastro - jejunal tube was placed on 3/6/96. On 3/8/96 diagnosed and repaired and iatrogenic perforation of the fourth part of the duodenum. Prolonged hospitalization due to peritonitis and sepsis secondary to the perforation.